Event description:
According to the reporter, during laparoscopic gastric bypass, when stapling the jejunojejunostomy, some staple line bleeding was noted (not more than 500cc). There was also some staple line bleeding after the case. The patient was monitored and hospitalization was extended by a few days due to the event.

Manufacturer narrative:
Concomitant product: egia45avm - egia45avm egia 45 artic vasc med sulu, lot# unknown; unknown endo gi - unknown, endo gia instrument, lot# unknown. If information is provided in the future, a supplemental report will be issued.